Event description:
The customer reported system had a monoblock failure. There was no image and no x-rays were produced on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monoblock. The system operates as intended.